Event description:
It was reported that the patient experienced a loss of therapeutic effect and infection. The reporter stated that at the beginning of (B)(6) 2012, she noticed urge incontinence symptoms. It was noted that the patient still used catheters, but stated "felt the stimulation helped some." It was also noted that the patient used the device for urine retention. The reporter also stated that she was diagnosed with a urinary tract infection a week prior to the aware date. It was stated that the patient also had issues with bowel function, but she did not receive the implant for that reason. The reporter stated that she went to her health care provider (hcp) and received a shot to help with that. The reporter also experienced an overstimulation sensation; discomfort above the pelvic area. It was stated this felt as if the patient had to void or have a bowel movement and the patient thought she would "just have to live with the discomfort." It was noted the patient was on program 1, at 2.1volts. It was stated that the patient tried multiple programs to see if symptoms improved. It was reported at the beginning of (B)(6) 2012 that no hospitalization or injury was associated with this event. Additional information was requested, but was not available at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3889-28 lot# va01r0x, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).